Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 12.762 mg/day, baclofen, 50.541 mcg/day and dilaudid 12.508 mg/day (unknown concentration) via an implantable pump. The date of the event approximately (B)(6) 2017. It was reported the patient had a "recalled pump" in that was not functioning because it has been in a first class recall since 2011 that originally started in 2009. The patient wanted to know who she can see to get pump removed "before I die". The patient had the 5-day trial which was a "miracle" and the pump is "not the same thing". The pump was implanted in (B)(6) and "had almost every symptom on there, and never got any pain relief. The patient "just happened to have about 500 pills that have been carrying me through". Since the day of surgery in (B)(6), she had explosive diarrhea, and has gone through "10 bottles of immodium". The patient was going to the doctor every week. The patient had two terminal illnesses and an extremely rare disease which causes convulsions which began before implant and had been in the hospital several times. The patient was not getting adequate pain relief. In 2017 after the hurricane that patient was getting convulsions, and her pulse was up to 140 and in the "midst of almost having a heart attack". The doctor gave her over 5 mg of dilaudid and ativan tostop the convulsions "and they did that on a risk because they didn't know what I was getting". The only time she had pain relief is when she was convulsing at the doctor's office and he had to give her 3 doses to make it stop. The patient was concerned if he was putting medication "in there". The patient did not want the doctor who implanted it to remove it. The patient was angry and was an "easy target" to put a "defective pump" in. No further complications were reported.